Event description:
When I received new fluids around 1530, I changed the medical line and bi-fuse. The primary tubing wasn't due to be changed until [redacted]. Around 1915, mom wanted to put the baby back in bed. When we got the baby back in bed, the oncoming nurse and I noticed blood return in the uvc [umbilical venous catheter]. We flushed the med line to clear the uvc and still got blood return. We called the nnp [neo-natal nurse practitioner] to come assess the uvc. She flushed the uvc and got blood return. We changed the primary tubing since it was the only line not changed at 1530. Still had blood return after changing that and connecting it back up. After that the nnp noticed humidity in the clave of the bi-fuse. We then changed the bi-fuse and clave on the uvc. After changing the bi-fuse the uvc was working wnl [within normal limits] with no blood return.